Event description:
It was reported that an error message appeared on customer's pump, but specific details of the error were unavailable. There was no reported impact on the customer's blood glucose level. No additional information was received regarding the outcome of the event.